Manufacturer narrative:
H3: device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with an infection at the incision pocket. As a result, the patient was admitted to the hospital and is planning to undergo surgery as a result of the infection. Device history records were reviewed generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Return of the generator will not be considered supplemental information to this file, as it was determined that the reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received. No known surgical intervention has occurred to date.

Event description:
Additional information was received noting the patient had the vns removed due to an infection and the extrusion of the generator. Per the physician, the wound is not closing properly due to the lead extruding through the skin. No other relevant information has been received to date.

Event description:
Additional information was received from the physician noting the cause of the infection was a foreign body response. No other relevant information has been received to date.